Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump was exposed to moisture. Customer stated that the insulin pump was dropped in the toilet and it had a cloudy screen. Troubleshooting was done. Customer's blood glucose was 118 mg/dl. Customer stated that the insulin pump was vibrating without an alarm or alert. Customer stated there was a constant tone. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump functioned properly during the displacement and self test and all operating currents were normal. No unexpected vibration, constant tone or moisture damage inside of the insulin pump was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.